Event description:
Dealer alleges that the caster tires are worn beyond repair, the caster bearings are destroyed from drive tire damage, the caster vibrating during operation causes the chair to veer off course during operation.